Event description:
It was reported that a patient underwent an isvt ¿ left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. It was reported by the bwi representative that while doing a ventricular tachycardia ablation, they did full intracardiac echocardiography (ice) contours on the right atrium/right ventricle (ra/rv) and they put the decanav into the patient's body. They created a sinus activation/voltage map in the ra/rv. They later went transseptal and there were no issues. They used the baylis needle but did not use the rf energy and exchanged the baylis through the vizigo sheath. The decanav catheter was put in through the vizigo sheath. They were having contact issues with the decanav catheter, so they replaced the catheter with a pentaray catheter and put it in through the vizigo sheath. They mapped the left ventricle (lv) with the pentaray in sinus and then 4-5 vt¿s, some of which sustained better than others. The decanav went back into the body in the rv and once they were done with the map, they pulled the pentaray and exchanged it for the ablation catheter. They had done about 15 minutes of ablation over the course of 20-25 minutes. At that point, ¿anesthesia stated that they had been increasing pressure, but the pressure had been dropping.¿ the patient had a trace effusion pre-procedure but did not know the size. The physician saw the effusion via the ice soundstar catheter in the right atrium. A transthoracic echo was performed and confirmed the effusion was present and growing. A pericardiocentesis was performed and about 450-500 cc of fluid was removed. The blood that they were pulling was low in blood gas indicating that it was right-sided. They do not have additional information at the time of the call. Additional information was received on 13-jan-2023. It was reported that this was not a product failure, but rather an anatomical mismatch. The decanav catheter curve was not suitable for the shape of the ventricle, and the physician was unable to maneuver the catheter such that more than the tip electrode was contacting tissue. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was improved. It was unclear whether extended hospitalization was required. Other relevant history- patient has medtronic dual-chamber ICD. Prior left ventricular (lv) aneurysm with stroke on warfarin. Lvef 20% s/p ICD. Generator information-- f2231012, g4c-0721, g4rc-0688, g4cp-0744. A baylis versacross access solution with 1x versacross transseptal sheath and 1x versacross rf wire. Ref vxsk0022, lot vxfh250822 was used for the transseptal puncture performed. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. The flow setting for the irrigated catheter used in the event was stsf standard setting. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability for the visitag module used was 3mm, 3s, 25% for 3s. Tag size 3mm. Additional filter used with the visitag was a respiratory adjustment. Color used prospectively was a tag index.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 09-feb-2023. The device evaluation was completed on 14-feb-2023. It was reported that a patient underwent an isvt ¿ left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage nor anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30818451l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).